Event description:
A nurse was moving the sharps container and was stuck in the hand/finger by a syringe needle that had penetrated the lower wall of the container.

Manufacturer narrative:
Evaluation summary: the product passed penetration testing (astm requirement is 2.8 min) on the lot sample (4.7 to 5.3) and the returned complaint sample (5.0). The needle penetrated the bottom of the sharps container. Since the container passed the penetration test, this would indicate that the contents might have been compressed too tightly into the container, forcing a needle through the wall. Since the sample was received without the contents, this cannot be verified.